Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device dislocation ('malposition of essure device location of device: unknown') and seizure ('seizures') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo this test". The patient's medical history included polycystic ovary on (B)(6) 2015, obesity, pelvic adhesions, cesarean section and endosalpingiosis. Previously administered products included for diabetes: glipizide from 2013 to (B)(6) 2019; for hyperlipidemia: gemfibrozil from 2014 to (B)(6) 2019; for hypertension: apresoline from 2013 to (B)(6) 2019 and metoprolol from 2013 to (B)(6) 2019. Concurrent conditions included dysmenorrhoea, pelvic discomfort, diabetes, blood pressure high, temperature intolerance, cough, nervousness and sleeplessness. Concomitant products included furosemide, gemfibrozil since 2014, glipizide since 2013 and topiramate since 2014. In (B)(6) 2012, the patient experienced amenorrhoea ("hormonal changes: amenorrhea"). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced abdominal pain ("abdominal pain"). In 2014, the patient experienced seizure (seriousness criterion medically significant) and nephropathy ("other injury or complications: kidney disease"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 2 years 11 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and endometriosis ("endometriosis"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, seizure, amenorrhoea, abdominal pain, fatigue, nephropathy and endometriosis outcome was unknown. The reporter considered abdominal pain, amenorrhoea, device breakage, device dislocation, endometriosis, fatigue, nephropathy and seizure to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- abdominal pain, amenorrhea, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2019: pfs and mr as received. Reporter information was updated. The event injury was updated to device breakage. New events: malposition of essure device location of device: unknown, amenorrhea, seizures, abdominal pain, fatigue, other injury or complications: kidney disease, endometriosis, did not undergo this test were added. Concomitant drugs, historical drugs, medical history and lab data were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and device dislocation ('malposition of essure device location of device: unknown') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo this test". The patient's medical history included polycystic ovary on (B)(6)2015, obesity, pelvic adhesions, cesarean section and endosalpingiosis. Previously administered products included for diabetes: glipizide from 2013 to (B)(6)2020; for hyperlipidemia: gemfibrozil from 2014 to (B)(6)2020; for hypertension: apresoline from 2013 to (B)(6)2020 and metoprolol from 2013 to (B)(6)2020. Concurrent conditions included dysmenorrhoea, pelvic discomfort, diabetes, blood pressure high, temperature intolerance, cough, nervousness and sleeplessness. Concomitant products included furosemide, gemfibrozil since 2014, glipizide since 2013 and topiramate since 2014. In (B)(6) 2012, the patient experienced amenorrhoea ("hormonal changes: amenorrhea") and urinary incontinence ("bladder leakage"). On (B)(6)2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2014, the patient experienced seizure ("seizures"). In (B)(6) 2014, the patient experienced nephropathy ("other injury or complications: kidney disease"). On (B)(6)2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 2 years 11 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and endometriosis ("endometriosis"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2015. At the time of the report, the device breakage, device dislocation, seizure, amenorrhoea, abdominal pain, fatigue, nephropathy, endometriosis and urinary incontinence outcome was unknown. The reporter considered abdominal pain, amenorrhoea, device breakage, device dislocation, endometriosis, fatigue, nephropathy, seizure and urinary incontinence to be related to essure. The reporter commented: current weight 165 lbs. Received treatment for pain and device breakage. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Concerning the injuries reported in this case, the following ones were reported via social media: bladder leakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2020: extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device dislocation ('malposition of essure device location of device: unknown') and seizure ('seizures') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo this test". The patient's medical history included polycystic ovary on 7-aug-2015, obesity, pelvic adhesions, cesarean section and endosalpingiosis. Previously administered products included for diabetes: glipizide from 2013 to 10-jun-2019; for hyperlipidemia: gemfibrozil from 2014 to 10-jun-2019; for hypertension: apresoline from 2013 to 10-jun-2019 and metoprolol from 2013 to 10-jun-2019. Concurrent conditions included dysmenorrhoea, pelvic discomfort, diabetes, blood pressure high, temperature intolerance, cough, nervousness and sleeplessness. Concomitant products included furosemide, gemfibrozil since 2014, glipizide since 2013 and topiramate since 2014. In august 2012, the patient experienced amenorrhoea ("hormonal changes: amenorrhea"). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced abdominal pain ("abdominal pain"). In 2014, the patient experienced seizure (seriousness criterion medically significant) and nephropathy ("other injury or complications: kidney disease"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 2 years 11 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and endometriosis ("endometriosis"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, seizure, amenorrhoea, abdominal pain, fatigue, nephropathy and endometriosis outcome was unknown. The reporter considered abdominal pain, amenorrhoea, device breakage, device dislocation, endometriosis, fatigue, nephropathy and seizure to be related to essure. The reporter commented: current weight 165 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- abdominal pain, amenorrhea, quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-jun-2019: quality-safety evaluation of ptc. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device breakage ('device breakage') and device dislocation ('malposition of essure device location of device: unknown'). In a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "did not undergo this test". The patient's medical history included: polycystic ovary on (B)(6) 2015, obesity, pelvic adhesions, cesarean section and endosalpingiosis. Previously administered products included for diabetes: glipizide from 2013 to (B)(6) 2020; for hyperlipidemia: gemfibrozil from 2014 to (B)(6) 2020; for hypertension: apresoline from 2013 to (B)(6) 2020 and metoprolol from 2013 to (B)(6) 2020. Concurrent conditions included: dysmenorrhoea, pelvic discomfort, diabetes, blood pressure high, temperature intolerance, cough, nervousness and sleeplessness. Concomitant products included: furosemide, gemfibrozil since 2014, glipizide since 2013 and topiramate since 2014. In (B)(6) 2012, the patient experienced amenorrhoea ("hormonal changes: amenorrhea") and urinary incontinence ("bladder leakage"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2014, the patient experienced seizure ("seizures"). In (B)(6) 2014, the patient experienced nephropathy ("other injury or complications: kidney disease"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), (B)(6) years (B)(6) months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and endometriosis ("endometriosis"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, seizure, amenorrhoea, abdominal pain, fatigue, nephropathy, endometriosis and urinary incontinence outcome was unknown. The reporter considered abdominal pain, amenorrhoea, device breakage, device dislocation, endometriosis, fatigue, nephropathy, seizure and urinary incontinence to be related to essure. The reporter commented: current weight 165 lbs. Received treatment for pain and device breakage. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 33.7 kg/sqm. Concerning the injuries reported in this case, the following ones were reported via social media: bladder leakage. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and device dislocation ('malposition of essure device location of device: unknown') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo this test". The patient's medical history included polycystic ovary on (B)(6) 2015, obesity, pelvic adhesions, cesarean section and endosalpingiosis. Previously administered products included for diabetes: glipizide from 2013 to (B)(6) 2020; for hyperlipidemia: gemfibrozil from 2014 to 4(B)(6) 2020; for hypertension: apresoline from 2013 to (B)(6) 2020 and metoprolol from 2013 to (B)(6) 2020. Concurrent conditions included dysmenorrhoea, pelvic discomfort, diabetes, blood pressure high, temperature intolerance, cough, nervousness and sleeplessness. Concomitant products included furosemide, gemfibrozil since 2014, glipizide since 2013 and topiramate since 2014. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced amenorrhoea ("hormonal changes: amenorrhea") and urinary incontinence ("bladder leakage"). In (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2014, the patient experienced seizure ("seizures"). In (B)(6) 2014, the patient experienced nephropathy ("other injury or complications: kidney disease"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 2 years 11 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and endometriosis ("endometriosis"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, seizure, amenorrhoea, abdominal pain, fatigue, nephropathy, endometriosis and urinary incontinence outcome was unknown. The reporter considered abdominal pain, amenorrhoea, device breakage, device dislocation, endometriosis, fatigue, nephropathy, seizure and urinary incontinence to be related to essure. The reporter commented: current weight 165 lbs. Received treatment for pain and device breakage. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Concerning the injuries reported in this case, the following ones were reported via social media: bladder leakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: fu 6 and 7 processed together. Content from social media and pfs received. Event bladder leakage was added. Event (pain) onset date was changed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.